Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse inspected the substrate dispense, probe reagent and sample probe, dual resolution dilutors, and hydraulics, all of which were functioning properly. The customer performed precision testing on patient samples, which were acceptable. The cause of the discordant, falsely elevated hcg results on multiple patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.